Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. An investigation summary was attempted. The investigation of the complaint articles has shown that: the DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon was inserting the screw, as the surgeon was tightening the screw, the head of the screw broke off from the shaft. The screw shaft was left in situ. This procedure prolong the operation by 2 min, no re-operation is required, patient is stable and there was no patient harm. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
Additional report source ¿foreign¿ was checked. Since the reported screw broke during insertion, it is not considered to have been implanted even though the shaft remains in situ. The screw cannot perform its intended function. This field should be blank. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.